Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right atrial lead was oversensing. After adjusting the atrial sensitivity, the oversensing was resolved. The patient is dealing with terminal cancer, therefore the lead will not be changed out. No patient complications have been reported as a result of this event.